Event description:
A customer contacted beckman coulter inc., (bec) to report higher than expected result for gi monitor generated by the unicel dxi 800 access immunoassay system for one patient. The customer also reported qc recovering erratically. After service completion, the patient sample was repeated and recovered lower result within a different clinical category. Corrected report was sent to the physician. Patient results are provided in this report. There was no death or injury to patient or change to treatment attributed or connected with this event.

Manufacturer narrative:
No sample collection or centrifugation data was supplied. System checks dated (B)(6) 2011 were supplied and indicated all portions recovered within published specifications. Per the printed qc reports, results run on reagent pipettor 3 and 4 occasionally will be higher than reagent pipettor 1 and 2. It is uncertain if the qc is failing as the customer's mean and sds were not supplied. A field service engineer (fse) was dispatched on (B)(6) 2011 and ten (10) replicates on each reagent pipettor was run and showed pipettors 3 and 4 consistently recovering higher. The fse replaced the #3 pump and verified the system. The fse ran a diluted test, pipettor matching and 12 replicates on each reagent pipettor. The customer was advised that when a qc is too high to repeat the qc sample on same pipettor. If it is too high again, then run a precision study on all 4 pipettors. The instrument was reported to be working properly to date. Hardware was the cause for this event. The following mdrs were filed for separate dates of events: 2122870-2012-00261, 2122870-2012-00262, 2122870-2012-00264.